Manufacturer narrative:
The device was visually evaluated and it was noted the sidearm rail was not broken but it was bent and a roll pin that attaches the rail to the sidearm mount was missing. The cot was then function tested and it operated as intended and no buckling was detected. Due to the age of the product and observations of multiple other maintenance issues, it was recommended the cot remain out of service. The cot was returned to the customer with instructions to review the inspection checklist in the user manual to address necessary maintenance issues. The initial report stated the emt did seek medical intervention for the alleged wrist injury; however, the customer has not provided any further information specific to the injury.

Event description:
It was reported that while attempting to lift a "heavy" patient on the cot the right side of the cot allegedly buckled causing the side rail to snap and break and hit the wrist of an emt. The crew was able to maintain control of the patient and there were no injuries to the patient. An emt did allege injury to their wrist as a result of the incident and the effort needed to keep the patient from falling. The emt did seek medical intervention for the alleged injury.